Event description:
It was reported that the patient presented for a revision, unrelated to the right ventricular (rv) lead. During the revision, the rv lead was noted to have some insulation damage, and the rv lead was dislodged. The rv lead was extracted, and a new rv lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events were insulation damaged and dislodgement. As received, only the connector portion of the lead was returned in one piece for analysis. The reported event of insulation damaged was confirmed. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing that could be tested did not find any indication of conductor fractures or internal shorts.